Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to experiencing elevated blood glucose (bg) levels over 400 mg/dl. Contact stated that they believe the cause for elevated bg levels is due to the infusion site. Pump cartridge and infusion set was changed and there was no reported damage with the infusion set. Customer stated they had small levels of ketones and was treated with intravenous saline and blood work. Customer was released from the emergency room approximately 2-3 hours later and bg levels had lowered to 134-135 mg/dl.